Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the screen was dead on the left hand side site, unable to program. Also, the keyboard hinge was broken and stylus holder was damaged. As a result the touchscreen and bezel were replaced. Software was then updated and the programmer was tested and passed to manufacturer specifications. (B)(4).

Event description:
It was reported that the programmer connected to the software distribution network (sdn) and then there was no progression. Technical support (ts) suggested that the company representative wiggle the ethernet cable and replace the xircom card. Ts also suggest trying another location or use the universal serial bus (usb) and cycle power to the programmer. The programmer was later returned to the manufacturer. It was analyzed and tested out of specification. There was no patient involvement.